Manufacturer narrative:
Device evaluation of monitor has been completed. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was damaged.